Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated issue of error code 120.4540 was confirmed. Testing aid verified the root cause to be a faulty power supply board. On 04-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported error code upon power up. Internal investigation revealed a faulty power supply board. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the power supply board. Failure investigation report attached to qn in sap per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 120.4540. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 120.4540. There was no patient involvement.